Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device evaluation and log review for the reported failure to deliver a shock to a pediatric patient could not be confirmed. Functional testing of the device with returned accessories could not replicate the issue. Review of logs from 03/26/2026 identified intermittent ECG artifact, repeated "pads off" advisories, and cable faults, indicating the multifunction cable connection was a factor. Extensive testing yielded no issues consistent with the customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type.